Manufacturer narrative:
Additional information: section d.6b, h.6 advanced bionics considers the investigation into this reportable event as closed. Per surgeon, the recipient will need to first have a free tissue transfer before considering a revision surgery. Due to the stable appearance of the exposed device and no signs of infections it is suggested to continue monitoring. The recipient will be monitored by the facilities protocols. No further treatment information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode extrusion. Revision surgery is under consideration.